Event description:
It was reported that the patient was experiencing discomfort and difficulty charging the implantable pulse generator (ipg). Patient has lost 50 pounds which was causing the ipg to flip. The patient underwent implantable pulse generator (ipg) repositioning procedure.